Event description:
Attorney reported: on (B)(6) 2004 - patient underwent ventral hernia repair surgery. Patient's hernia was repaired with a kugel patch, lot# 43fmd188 and (B)(4). On (B)(6) 2006 - patient presented with a recurrent incisional hernia. During the hernia repair surgery, patient underwent lysis of adhesions and removal of the mesh. Patient's mesh was replaced with a bard composix e/x mesh, lot# 43eqd304 and (B)(4). On (B)(6) 2008 - patient returned to hospital due to the recurrence of an incarcerated incisional hernia. During exploratory laparoscopy, it was noted that the mesh had detached, folded up and fistulized into the intestine. The small bowel was resected and the mesh was excised. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2010-00260 for information related to the kugel patch implanted on (B)(6) 2004.